Manufacturer narrative:
(B)(4). (B)(6). This is a report of use error, where the patient reused the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient reused the disposable set while performing peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was reported that therapy was ended due to an unrelated alarm, and then started over with the same initial supplies. The technical serviced representative assisted the patient in ending therapy and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.